Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during dwell four of seven of peritoneal dialysis therapy. There was nothing found during troubleshooting that could have caused the reported alarm. The technical service representative assisted the patient in clearing the alarm and the patient restarted therapy with manual supplies. There was patient involvement, however, there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The sample was then run on a homechoice with no issues noted. The evaluation did not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. The sample was received for evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.